Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were "iodine-like" stains inside the tubing of six extension sets. This event occurred during use with patient involvement. The patient stated they had used one set and noticed they had reddish effluent. Upon checking the supplies, the patient noticed the stains inside the extension set tubing. The patient stated the red effluent was not from their peritoneum. The patient stated the 6 stained extension sets had been found at the bottom of the box, and all the others had been fine. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual sample was not returned. The actual device was not available; however, four companion samples were received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye on all four samples. Functional testing was performed on one sample which included leak testing and clear passage testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.